Event description:
It was reported that during an unrelated system extraction, the lead exhibited an insulation anomaly. The lead was explanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.